Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system displayed an x-ray disabled message on the image acquisition system (ias) during a case. During troubleshooting with technical services (ts), a prong on the umbilical cable (ias end) was very slightly bent. After rebooting the system and reseating the umbilical cable, the site proceeded with the case. There was no impact on patient outcome. No other information was provided. Additional information was received. It was reported that there was a 10-15 minute delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000167, h3: a medtronic representative went to the site to test the equipment. Testing revealed that the rep was unable to replicate the issue. They checked the pin and it was working normally. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c19 and d14 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.